Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive up arrow button due to corroded keypad traces. No button error alarms noted. The device passed displacement test and basic occlusion test. However, prime test, occlusion test, and excessive no delivery test were not performed due to keypad anomaly. The device had cracked case at display window corners, display, and battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the blood glucose reading is 146 mg/dl. Nothing further reported.